Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the boot up error resulted from faulty pdu (power distribution unit) fan power tray. The defective pdu was returned to supplier for further analysis. The analysis confirmed the malfunction and identified electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.